Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead and device system, exhibited high out of range shock impedance values. No resulting adverse patient effects and no intervention to date other than system reprogramming. Boston scientific technical services (ts) has reviewed device data, confirming the high, out of range, shock impedance trend. The ts recommendation would be to bring the patient back in clinic for further troubleshooting when applicable.